Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime system sensor test due to faulty resistor. The motor was tested outside the device and passed. Unit properly received blood glucose readings from one touch ultralink bg meter. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, cracked case at reservoir tube window corners, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 102mg/dl at the time of incident. Troubleshooting found that the pump has alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.